Manufacturer narrative:
Although the contact reported that all pieces were retrieved, all were not returned for evaluation. The cage was returned in five places which, when reassembled, revealed that one or more broken pieces were missing. No conclusions as to the cause of breakage can be made at this time. However, the most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force. At this time, the complaint is considered to be closed.

Event description:
It was reported that the spinal cage broke into several pieces during insertion. All pieces were retrieved, however, the surgical procedure was extended by at least thirty minutes while the broken portions were removed.